Manufacturer narrative:
(B)(4) the service engineer (se) evaluated the ventilator and resecured the graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed calibrations and self testing. The ventilator was run for 96 hours on a test lung with no issues.

Event description:
The customer reported that the ventilator lost communications while in use on a patient. The patient was removed from the ventilator. The patient was not harmed or injured as a result of the event.